Event description:
Consultant reported: during a scheduled removal procedure, the tip of the screwdriver broke. Nothing broke into patient, nothing to retrieve. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Visual inspection of the returned instrument shows that the hex tip has broken off. The break is oblique in that it is broken at the shaft to tip transition on one side and about half way up the hex tip on the opposite side. The break is fairly smooth as it transitions around the part and the fracture surface is homogenous which indicates material uniformity. Otherwise, the instrument is in good condition. The complaint is valid and an internal corrective action has been opened to address this issue.